Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. A reservoir, an oxygenator module, a support arm, and one of the two clips for connecting the oxygenator module /reservoir and the support arm, and a plastic bag were returned for evaluation. Visual inspection of the actual sample revealed that the oxygenator module came off the support arm. The water inlet port and the gas outlet port of the oxygenator and the blood outlet port of the reservoir had been deformed. Visual inspection of the reservoir-side connector of the support arm did not find any anomaly such as deformity or break in the appearance. Visual inspection of the oxygenator-side connector of the support arm did not find any anomaly such as deformity or break in the appearance. Visual and magnifying inspection of the clip found the pawls had been deformed. Visual inspection of the plastic bag found creases and holes in it. Reproductive testing was performed, and a factory-retained product sample contained in a unit box was dropped by gravity from 1.5 m-high. The oxygenator module did not come off the supporter arm. A factory-retained product sample contained in a unit box was dropped by gravity from 3.5 m-high. The oxygenator module got come off the supporter arm. IFU states: do not use if the package and/or device is damaged or any of caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to significant shock force beyond the product strength during transportation or storage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox oxygenator was found to be broken inside, when the box was opened. The event occurred pre-treatment and there was no patient involved.